Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2016, during hospitalization, the patient was diagnosed with peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis and subsequently passed away due to bacterial peritonitis, fungal peritonitis and another indication. The cause of peritonitis was unknown. While the patient was hospitalized for another indication, the patient was diagnosed with the peritonitis. On an unreported date, the patient began treatment for the peritonitis with vancomycin and ceftazidime (doses, frequencies and routes of administration were not reported). Subsequently, the patient died while in the hospital. The cause of death was reported to be due to bacterial peritonitis, fungal peritonitis and another indication. An autopsy was not performed. Dianeal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.